Event description:
Customer reported that the pump's battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Awaiting return of the pump to conduct further checks, and a replacement pump was provided.